Event description:
Physician was attempting to put in cvp in right subclavian. Guidewire would thread over needle/syringe but would coil in the pt's vessel with multiple attempts. Line was not inserted.